Event description:
It was reported that the customer experienced a malfunction after the pump fell into water. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether their level exceeded 500 mg/dl. Technical support provided information for resetting the pump and assisted the caller with the process. However, the malfunction code recurred, and since the pump was out of warranty, it could not be replaced.

Event description:
It was reported that a malfunction alarm occurred. No additional information was provided. There was no reported adverse impact to the customer¿s blood glucose level.